Manufacturer narrative:
The investigation is ongoing. The results will be provided in the final report.

Event description:
It was claimed by the customer that the right side rail did not fold down completely thus the gap between the bed frame and the side rail was created. The patient¿s leg was already entrapped in a gap. No injury was reported. The bed was taken out of use and inspected. The arjo service technician noticed that the side rail extension was not working correctly because of the missing screw that holds and locks up the extension to the side rail.

Manufacturer narrative:
Arjo is responsible for servicing the bed. The last maintenance service was done on 01 dec 2023. At that time the operation of the side rails and width extensions was checked. Thus, the screw must have come loose and fallen out after the maintenance performed by the arjo service technician. Nevertheless, the circumstances under which the screw was lost are not known. According to the citadel plus instructions for use (IFU, 831.374 rev d) the caregiver should check the operation of side rails daily, and the width extensions weekly. If the results are unsatisfactory, contact arjo or approved service agent. The bed malfunctioned and the patient was entrapped, therefore the arjo device did not meet specification. No injury was claimed. The complaint was assessed as reportable due to an allegation about the patient entrapment.

Manufacturer narrative:
The side rail was not lowered completely and the gap was created because the screw that holds and locks up the extension to the side rail was missing. According to the citadel plus instructions for use (IFU, 831.374 rev d) the caregiver should check the operation of side rails daily, and the width extensions weekly. If the results are unsatisfactory, contact arjo or approved service agent. Currently we are in the process of gathering and analysing the data.